Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in clinic for a follow-up after receiving inappropriate atp and high voltage therapy. The device was reprogrammed.